Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (ess205) (batch no. 621688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)."), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches,") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, bladder disorder, urinary tract disorder, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result- bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (ess205) (batch no. 621688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)."), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches,") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased, abdominal pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, bladder disorder, urinary tract disorder, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result- bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Lot number, essure removal date and reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)."), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches,") and fatigue ("fatigue,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure (ess205) was removed. At the time of the report, the pelvic pain, weight increased, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dysmennorhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, migraine, headaches, fatigue, weight gain were added.patient information and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.